Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction with 0.8% resolve panel a lot # vra189 with a patient sample later identified to have anti-c, anti-kell and anti-fyb. Initially the customer reported testing the sample in an antibody screen and positive reactions (1+) were noted. Sample was then tested with the 0.8% resolve panel a lot # vra189 and positive reactions (1+) were seen with cell # 1, cell #6 and cell #10. Customer was not able to make a positive identification, so sample was sent to a reference lab. Results from the reference lab using peg enhancement indicated that the sample contained anti-c, anti-fyb and probable anti-kell. The customer confirmed that all qc testing was acceptable on the day of use and that gel card appearance was acceptable. Customer agreed that the discrepancy was possibly the result of biological variability between the donor and patient's sample.